Manufacturer narrative:
(B)(4).

Event description:
Procedure type: wedge resection. According to the reporter: after connecting the loading unit, the surgeon noticed that the loading unit can be closed but it was not possible to clamp and cut. After opening the loading unit it was noticed that the cutting part of the loading unit was completely missing. A new loading unit was connected to the endogia which functioned without problems. Surgery time was extended by more than 30 minutes because it was required to search for the cutting unit in the patient's cavity. It was not found there. Therefore they assumed that the cutting unit was not in the instrument from beginning. X-ray performed after finishing the surgery but no hint for any foreign part in the patient's thorax was found. No additional blood loss of more than 250 cc, no extension of the incision, no change from endoscopic to open surgery, no unanticipated loss or irreversible damage to vascular tissue. A new loading unit was required to finish the surgery.